Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 10mg/ml at a dose of "5.9mg/ml". It was reported that an explant occurred on (B)(6) 2025 secondary to concern for infection at the pump site. There was drainage from the pocket site. The pump and catheter were explanted on (B)(6) 2025 and it was asked but unknown if the product was replaced. There were no allegations towards the device. It was asked but unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was asked but unknown if any diagnostics or troubleshooting was performed. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.